Event description:
Customer's wife reports back to back blood glucose testing on the same meter while using the advantage system with results of 219 mg/dl and 99 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.